Manufacturer narrative:
E.1. Initial reporter facility: h lee moffitt cancer center & research institute hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medications were identified as stockouts. A technical support specialist (tss) verified that the medications were visible in both facility and pharmacy formularies but not appearing in the stock out summary report. After dialing into the plx server, it was confirmed that adu ignore stockout was not enabled and no stock out orders were generated or rejected. Further database checks showed no stock out triggers for the ICU stations. Ghost pockets for the affected medication ids (6058, 5710, 1226) were identified and removed. Customer confirmed issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stock outs were not appearing for refill in logistics for the ICU medstation. On 05/13 at 07:00, the followed medications were identified as stock outs but does not populate for refill: ursodiol 300 mg cap (med ID: 1226, qty 10), albuterol 0.042% solution ud 3 ml (med ID: 5710, qty 10), and epinephrine 0.3 mg autoinjector (med ID: 6058, qty 2). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.